Manufacturer narrative:
One opened ophthalmic irrigation/aspiration (I/a) tip was received for the report of crooked I/a tip. The returned sample was visually inspected and found to be nonconforming, the cannula was bent at the area before the cannula is molded the distal end of the hub. Wear was observed on the threads. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a label in a foreign language. Below the label there is an I/a tip wrench. Next to the wrench is a I/a tip with the cannula appearing to be bent. The complaint evaluation confirms the cannula of I/a tip was bent, how and when the cannula became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the single use I/a tip was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An non health care professional reported that during cataract surgery ophthalmic irrigation and aspiration tip was crooked. There was no patient harm reported. Procedure was completed.